Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a. It has been determined that the implant date 2008 does not align with manuf. Date of 10/16/2010. Implant date will be un-reported.

Event description:
Healthcare professional reported "rupture" per MRI. This record is for a right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" per MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure crease stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.6a., d.6b., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture" per MRI. This record is for a right side. Device was explanted.